Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and mentioned during troubleshooting that they experienced high blood glucose level. Customer's blood glucose level was unknown at the time of motor error but stated that current blood glucose was 400mg/dl to 500mg/dl. The customer declined to troubleshoot for high readings. The drive support cap appeared normal and insulin pump was able complete rewind. Customer also stated that insulin pump passed displacement test during troubleshooting and also did not alarm motor error during test and manual prime. Customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.